Event description:
The customer reported that the pt was burned at the pad site during a shoulder arthroscopic procedure. The burn was described as a 1st degree reddened area on the patient's abdomen.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The customer reported the incident sample had been discarded and was not available for eval. Add'l questions in regards to the incident have been asked. Clinical hotline info regarding pad placement and pad site injuries was provided to the customer. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.